Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The device manufacturing records have been reviewed. No related deviations or anomalies identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the device manufacturing records have been reviewed. No related deviations or anomalies identified. Manufacture date september 01, 2006. Device history review : the device manufacturing records have been reviewed. No related deviations or anomalies identified. Manufacture date september 01, 2006.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 28-jun-2021: the investigation was re-opened upon receipt of the device. Examination of the returned device did not identify any product defects or anomalies. This device was manufactured on 24-aug-2006. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 24-aug-2006. 3) any anomalies or deviations identified in DHR: 1 part was rejected for metal flake in the porocoat. 4) expiry date: aug-2011. 5) IFU reference: 090200701.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter is patient with occupation of former (B)(6). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received primary hip-tep right side with mom on (B)(6) 2007. He is reporting pain and increased cocr-levels. Revision of acetabular components on (B)(6) 2021. Patient presented to the attending physician on (B)(6) 2020, for unspecified symptoms, for which CT scan and x-rays "showed extensive osteolysis, most likely in line with abrasion due to the metal/metal tribological pairing in the area of the trochanter region". Subsequently, the (unspecified) symptoms intensified. Additional x-rays showed that the osteolysis had broken through the trochanter region and that a minor plate had fractured off, although the trochanter region remained intact. No labs were provided that addressed metal ion levels. A right total hip revision took place on (B)(6) 2021, to address "pronounced metallosis (systemic and localized) with osteolysis in the lateral greater trochanter region on the right with metal on metal implant failure (implantation 2007)". The metal liner was reportedly "immovably corroded" to the degree that the cup and liner (with hole eliminator) had to be explanted as a whole construct. Cup, hole eliminator, metal liner, and femoral head were all revised to competitor products. The femoral stem was retained. Cultures provided no evidence of infection. No other information was provided with respect to the revision surgery.